Event description:
It was reported that the patient presented in clinic for follow-up. Upon defibrillation threshold test, the implantable cardioverter defibrillator and the right ventricular lead exhibited undersensing and loss of high voltage output. It was noted that the products exhibited chronic low r-waves. On (B)(6) 2017, the physician decided to revise the lead. During the procedure, it was observed that the lead was fractured. The lead was capped and the device was explanted. The system was replaced with competitor products the following day. The patient tolerated the procedure without any complication and recovered fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.